Event description:
Our rep is reporting to us that during an arthroscopic knee procedure with the use of an fms fluid management system, the patient experienced "extravasation". It appears that the pump ran continually and displayed low pressure readings. The tubing was replaced, however, this did not solve the problem; the rep was present and suspected that there may be a problem with the "pressure port" or the "fill chamber". Another pump was used to complete the procedure. The extravasation was extreme; at this time, the patient was not released and is in pacu receiving treatment. This is all of the information that mitek has at this time; there are questions out for detail and clarity.

Manufacturer narrative:
The complaint device was received, evaluated and tested extensively. Visually it is noted that the device was received in good cosmetic condition, other than some minor chassis scratches, there was no apparent physical damage or anomalies. Functionally and electronically, the device the was subjected to a thorough battery of test: two pressure transducers were replaced; which may or may not have been a contributor to the reported event; also the damaged remote control cable was replaced. The device has been fully repaired and refurbished as needed and has passed all diagnostic and functional tests. The device was manufactured in 2009; we cannot find any evidence that this has been serviced since that time. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic knee procedure with the use of an fms fluid management system, the patient experienced "extravasation". It appears that the pump ran continually and displayed low pressure readings. The tubing was replaced, however this did not solve the problem; the rep was present and suspected that there may be a problem with the "pressure port" or the "fill chamber". Another pump was used to complete the procedure. The extravasation was extreme; at this time, the patient was not released and is in pacu receiving treatment. Further information received through follow-up phone conversations: the patient was being kept for observation while they allowed the swelling and fluid to dissipate passively (no other action taken). The patient was released same day without issue or intervention. Patient was on already on diuretics for existing condition of hypertension. Next day post-op follow up interview, the patient was fine and without swelling.